Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that the niitp6515 implant was removed due to bone loss. Pain and inflammation are reported as symptoms. Tooth location # 2. Sinus lift had been performed prior to placement in 2010. Graft used was autogenous and xenograft.

Manufacturer narrative:
This report is being submitted to relay corrected information. Lot number was manufactured prior to UDI number requirements. Therefore, UDI number was corrected to unknown. The following sections are being reported: b4: date of this report was updated. D4: the UDI number is not known. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional or corrected information to report.